Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. Upon service investigation the negative lead on high-voltage capacitor c19 on the defibrillator board was broken from the solder pad. This prevented the monitor from passing the detect and treat test. The rot cause for the broken negative lead on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. As the monitor case was damaged. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the broken lead on c19. The patient received a replacement monitor.

Event description:
The download data for a (B)(6) female patient revealed a code 102 - charge profile fault. Zoll customer support contacted the patient and issued her a replacement monitor.